Manufacturer narrative:
The biomedical engineer reported that the ups failed and took the central nurse's station (cns) down. The cns was rebooted and only 1 of the dual cns display works and the other one that does not work only shows the windows desktop. Nihon kohden technical support walked them through the dual display settings to resolve the issue of the display that was not working. The biomedical engineer also replaced the failed ups with another spare working ups. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the ups failed and took the central nurse's station (cns) down. The cns was rebooted and only 1 of the dual cns display works and the other one that does not work only shows the windows desktop. Nihon kohden technical support walked them through the dual display settings to resolve the issue of the display that was not working. The biomedical engineer also replaced the failed ups with another spare working ups. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) hospital reported one display on the cns (central nurse's station pu-621ra sn: (B)(6)) was rebooted due to user error. Upon reboot, only one display would display cns software. The customer later clarified the cns was rebooted after a ups failure caused the cns to go down. Investigation conclusion: as further information surrounding the circumstances of the incident, along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. The probability that the issue will occur is determined to be unlikely (less than 5% of the time). The risk is considered major. The overall risk of [pu-621ra power loss from ups failure] is determined to be high. Monitoring of this issue will continue, and the ticket will be updated once more conclusive information is available. Additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the ups failed and took the central nurse's station (cns) down. The cns was rebooted and only 1 of the dual cns display works and the other one that does not work only shows the windows desktop. Nihon kohden technical support walked them through the dual display settings to resolve the issue of the display that was not working. The biomedical engineer also replaced the failed ups with another spare working ups. No patient harm was reported.